Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with residual astigmatism following aberrometry assisted cataract surgery. After several measurements, the doctor implanted the aberrometry suggested intraocular lens. The patient underwent an explant.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment. The product met specifications at the time of release. The root cause is likely due to surgical/clinical factors, unrelated to device functionality. The manufacturer internal reference number is: (B)(4).